Manufacturer narrative:
Report source: foreign: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via foreign who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the implant was not holding a charge. The battery drained quickly. It was noted that the patient reported doing nothing different that may have led or contributed to the issue. The patient had a visit with the clinic on (B)(6) 2021 and was advised to call the manufacturer. The patient was able to get the implant fully charged the night of (B)(6)2021, and it drained by morning. The patient was advised to follow-up with the clinic/healthcare professional again. The issue was not resolved as of (B)(6) 2021. It was also reported that the circular part of the antenna was cracked. Normal wear and tear may have led or contributed to the issue. The antenna was replaced, and the issue was resolved. No surgical intervention occurred. The patient was alive with no injury. The issue occurred during normal use.